Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had sensory and motor weakness. It was noted that the patient had weakness of both lower limbs and the expected cause was scar tissue. The physician believed that the event was not device related. The patient underwent an explant procedure.